Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr device. Resistance was encountered during deployment, due to excessive scar tissue at the site of entry. The posterior needle, did not present. Needle back down was only partially successful; the needles backed down, but not completely. The physician determined to send the pt to surgery for device removal. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted he had difficulty removing the needles from the device because of the scar tissue in the arterial wall.